Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. It was noted that intracardiac signals were lost. An attempt to contact technical support was made but without success. The ECG was connected more securely which resolved the issue, but the procedure had already been cancelled. There were no adverse consequences for the patient and it is unknown if the procedure has been rescheduled.